Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. On an unspecified date, the option-lok male adapter of the tubing set was connected to a needleless valve connector and was being used to deliver 500 ml of potassium chloride 20 meq at an unspecified rate, via a plum pump. The customer contact reported that after the deliver was complete, the nurse disconnected the tubing set from the needleless vale connector. At this time, it was reported that the tip of the option-lok male adapter of the tubing set broke off inside the needleless valve connector. The tubing set and the needleless valve connector were replaced and the therapy was resumed. There were no reports of adverse pt effects and no reports of delay in therapy critical to this pt. No medical interventions were performed. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.